Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer alleged that the pump leaks insulin. Tandem technical support educated customer that if there is a leak, it is typically from the cartridge and not the pump. Customer maintained allegation that the pump was the cause of the leak and not the cartridges. Customer reverted to manual injections for insulin therapy. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer delivered intended amount of insulin, but did not consume the amount of carbohydrates that were originally bolus for. Customer consumed carbohydrates to address low bg.